Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, visual inspection and accuracy test were performed and the pump passed the test. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that, during testing, under infusing was noted on a smiths medical cadd solis vip pump. No adverse effects were reported.